Manufacturer narrative:
510k: this report is for an unk - plates: dhs/dcs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the revision surgery by using the tfna system. After all the dhs implants were removed, the surgeon inserted the tfna nail while keeping the position of reduction. In order to fill the gap inside the bone, which was created after the lag screw of the dhs system was removed, he injected 10 ml of cerafit from the location of the blade insertion. Then, he inserted a blade and a locking screw successfully, but the end cap 0 mm could not be inserted. He tightened the locking mechanism completely by using the driver with a torque limitation, but the end cap 0 mm could not be inserted. As he could not do anything more, he removed the tfna nail and inserted another tfna nail of the same size to complete the surgery successfully. There was a 60-minute surgical delay. The patient outcome was unknown. ¿the reason why the revision surgery was done was the cutout by dhs" while (B)(4) will capture tfna which intra operatively the surgeon had difficulty inserting the end cap to the nail. Concomitant device reported: unknown driver (part # unknown, lot # unknown, quantity 1); unknown nail head elem: tfna helical blade (part # unknown, lot # unknown, quantity 1); unknown locking screw: trauma (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report involves one (1) unk - plates: dhs/dcs. This is report 1 of 1 (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: b3: event year is reported as 2020; however exact date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.